Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked reservoir tube, broken reservoir tube lip and the test reservoir was not locked in place.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was 116 mg/dl. Customer advised a piece of the plastic broke off where the reservoir clicked in and the black o-ring was hanging. Customer advised the reservoir compartment was damaged. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.